Event description:
Pt had previous cataract extraction and secondary intraocular lens implant. The date of this procedure is unknown. The pt presents with pseuudophakic bullous keratopathy. The intraocular lens was removed and replaced.